Manufacturer narrative:
The device, was reported after treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that a call was received from representative informing a canister full alarm on a touch device however the canister wasn't full. He tried numerous trouble shooting approaches including new canister, changing the dressing, changing the pump etc but still getting the alarm. Said believed it to be the canister as dressing and pump seemed to be working fine. Phoned him again while the patient didn't have the alarm go off over the night, there was no fluid collecting in the canister, this is strange as they are using 800ml canister and patient has been giving off large amounts of fluid over past week. They are going to scan the patient to see if fluid is collecting in patient, as could be that fluid patient is giving off now is decreasing. Either way, from (B)(6) 2020 canister did seem to be issue a device was stating it was full when it wasn't. No harm or injury reported.